Event description:
It was reported to philips that continuous failure to enable x-rays and access recorded studies due to ippc issues on a allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service reinstalled software, cleaned hardware, and restored the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).